Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that insulin pump went through an x-ray while hospitalized and insulin pump was not delivering. It was reported that customer was hospitalized due to an infection. Customer did a self-test and declined troubleshooting. Customer would discuss issue with healthcare professional. Customer's blood glucose ranged between 300 mg/dl and 400 mg/dl.